Event description:
It was reported that the patient had difficulties inserting the inner cannula into the tracheostomy tube. It was noticed that inner cannula was not he sane length as tracheostomy tube. It was further reported that the color of the inner cannula was not the same as it was in the past. The complaint device is considered to be a life-supporting or life-sustaining device and thus is essential to maintaining human life as defined in section 519(f) of the fdc act. This file is considered reportable at this time.

Manufacturer narrative:
Device evaluation summary: one pvc - portex tubes blue line ultra (blu) device was returned for analysis without their original packaging. The tracheostomy tube investigation found all dimensions are within specification. There was no risk for patient because there is no color specification for this product. During inner cannula inspection it was found that inner cannulas are difficult to insert into tracheostomy tubes and that inner cannulas are too short or are protruding from tube. The customer stated issue was duplicated and confirmed. (B)(6) was identified as supplier.

Manufacturer narrative:
Several used samples were received for investigation. A visual inspection was performed and it was found that the inner cannulas were difficult to insert into the tracheostomy tubes, and that the inner cannulas were either too short or are protruding from the tube. Four out of the five inner cannulas were found to have incorrect length, and five of the five inner cannulas were found to have the incorrect outer diameter. As the inner cannulas are supplied goods, a notification was sent to the supplier.